Event description:
Pt had medtronic intrathecal pump placed on (B)(6) 2013. Continual seroma formation with inability to resolve identified as csf leak source. Surgical removal required on (B)(6) 2013